Manufacturer narrative:
Visual analysis: the complaint device was not returned, however 12 un-opened devices from the same lot were returned. Visual inspection showed no outward damage to the distal tip on any of the returned devices. Conclusion: the return of the effected product is expected once released from the user facility. Without the return of the actual product effected, no definitive conclusion can be made regarding the clinical observation. Analysis was performed on unopened product from the same lot. Analysis was not able to find any abnormality. Review of the device history review showed no abnormalities during the manufacturing process. Upon receipt of the effected product for analysis and/or additional information, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that at the completion of the 4.5 hour mitral valve repair procedure, while de-cannulating off-pump, the tip of this arterial cannula separated and was held together with only the wire. The tip was successfully removed from inside the vessel. The product is currently being held by risk management and will be available for release after their investigation is complete. The customer pulled the lot 2013010071 from the pump room and shelf. It was further reported the patient was doing well with no complications from the surgery.

Manufacturer narrative:
Additional information: this product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. User facility report (B)(4) was received for this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.